Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the complaint valve was implanted on (B)(6) 2015 via l-p due to idiopathic normal pressure hydrocephalus caused by external injury. The initial setting was unknown. There was no anomalies confirmed. However a few days later, the abdominal catheter was confirmed to be separated in the middle by x-ray images. The x-ray images showed the separation of the abdominal catheter. It seems that the catheter was separated at near the rectum abdominal muscle. The patient does not have any clinical symptoms, therefore the patient is now under monitoring. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
UDI: (B)(4). The serial number (B)(4) was incorrectly provided for this file. The file has been updated to reflect that no serial number was provided.